Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During the procedure, a camera connection error appeared and the surgeon elected to convert the pt to a total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint f/u, an eval was conducted by mako surgical with regard to this event. Mako field service evaluated the subject rio system and could not duplicate the error described in the event report. However, it was concluded that the camera connection error was most likely caused by debris on the rio's fiber optic connectors causing an interruption in communication.